Event description:
It was reported that the ilet user announced a meal, then performed a supply change, did not eat, and subsequently ate and announced the meal again, resulting in two meal announcements and insulin delivery for one meal. The user then consumed additional food to counteract the perceived double meal insulin and was advised to monitor blood glucose. Symptoms included hyperglycemia with a peak of 244 mg/dl. Outcomes included ongoing self-monitoring without medical intervention or hospitalization. Investigation included customer support troubleshooting and user education regarding meal announcements and monitoring of glucose trends. Investigation of this case revealed use-related error related to duplicate meal announcement leading to potential insulin over-delivery for the meal, with device performance otherwise not reported as malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device and use error.